Event description:
On 24 th september 2019, the lay user / patient contacted lifescan (lfs) (B)(4) alleging her onetouch ultra mini meter was reading inaccurately high in comparison to feelings / normal results. The complaint was classified based on customer care advocate (cca) documentation and additional information obtained when the agent reviewed the call. The patient stated that the alleged product issue began on (B)(6) 2019 around 3:00 pm. She reported that obtained an alleged inaccurately high result of ¿387 mg/dl¿ on the subject meter which she compared to ¿215 mg/dl¿ on the other meter. The patient was unable / unwilling to confirm how he manages his diabetes with insulin (self-adjuster) and stated that in response to the alleged result she took 6 units dose of novorapid. The patient stated that on an unspecified time after the alleged issue began, she developed the symptoms of ¿hypocalcemia¿ and self-treated with food and drink ¿drank a (B)(6)¿ and went to ER where she was treated by an hcp with IV glucose. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. The patient did not have control solution to perform a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter and required hcp intervention.